Event description:
It was reported that the pt's pump eroded through the skin and the pt had an infection. The pt's entire device system was explanted. The pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.